Manufacturer narrative:
Upon device return, analysis of the implantable neurostimulator (serial no. (B)(4)) found no anomaly. Analysis of the lead (lot no. V921470028) found the lead body/conductor was broken at the anchor site.

Event description:
It was reported that the patient did not have any further concerns.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative (rep) reported the patient did not have problems with the original implantable neurostimulator (ins). With the stimulator the patient was able to get off pain medications. Suddenly, the patient began experiencing electromagnetic interference with the stove, tv remote, and automotive bluetooth in early 2014. Impedances were off on one lead and it was thought to be a crack in insulations. It was found the patient had a possible lead or insulation fracture that may have been the cause. Because of the fracture, the system was replaced to a conditional MRI system. The patient had asked the doctor to move the system up for coverage reasons. It was noted the rep felt like the patient was becoming accusatory.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported something was wrong with the spinal cord stimulation (scs) system. The device was returned because it was "doing some crazy things." The patient had the system explanted and a new system implanted.

Event description:
It was reported the patient had increased stimulation around certain objects. It was noted the values of stimulation did not actually changed. It was reported the increase happen around the patient¿s stove, mouse, remote, and car bluetooth when speaking into navigation system. It was noted the stimulation would go down into the patient¿s legs. It was reported impedance check showed four electrodes at greater than 3 ,600 ohms, but they were not used in programming. It was noted the patient still had stimulation in the correct areas. It was reported the impedance issues started the week of the call. It was noted the patient¿s healthcare provider had discussed explant. It was reported the increased stimulation had no objective supporting data. It was noted the issue was not resolved and the patient¿s healthcare provider wanted to replace the entire system. It was reported the patient underwent revision surgery. It was reported normal battery depletion did not occur. It was noted the patient had recovered without sequela.